Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The device presented noise due to electromagnetic interference (emi). Technical services (ts) was consulted and explained the device presented pacing inhibition and oversensing. Patient is not dependent. The device remains in service. No adverse patient effects were reported.